Event description:
A report was received that the patient was not receiving adequate stimulation coverage. The patient underwent lead revision procedure. During the procedure, the physician discovered that the lead was fractured. The lead was replaced and the patient is reportedly doing well.